Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 407 mg/dl at the time of incident. Customer also had sensor glucose and blood glucose issue and there was difference between sensor glucose value and blood glucose value. Customer declined the trouble shooting for the issue. The sensor will be and insulin pump will not be returned for analysis.